Event description:
It was reported that this left ventricular (lv) lead exhibited out of range intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of the presenting electrogram (egm) showed lv loss of capture (loc). The lv output was noted to be programmed to a fixed output of 2.5 volts at 0.4 milliseconds (ms) and the most recent in-office measurement showed threshold measurements were 1.7 volts at 0.4 ms. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.